Event description:
It was reported that the gastrointestinal videoscope was cleaned and after being cleaned, there was blood coming from end of scope. The scope was recleaned, no blood was passing out it. The issue occurred during reprocessing. There were no report of patient harm or impact associated with this event. The device was returned for investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation did not find blood or any foreign matter coming out of the scope. Testing and inspection of the device with borescope of the channel and did not see any damage, clogs, or debris. Performed water dunk test, leaking from switch 1, no blood from channel, performed water dev-300931, all clear, inspected channels with borescope, no damage or foreign material in channel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was returned to olympus for evaluation and the evaluation did not find blood or any foreign matter coming out of the scope. Testing and inspection of the device did not any damage, clogs, or debris. Performed water dunk test and noted leaking from switch 1 and cut on switch 1. Performed water dev-300931, all clear, inspected channels with borescope, no damage or foreign material in channel. No blood from channel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to reprocessing was not conducted properly due to leakage from switch 1. The event can be detected and prevented in accordance with the following instructions for use (IFU) which state: -detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.